Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The failure could not be duplicated. The power cord was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the left monitor on the 9600 system had dark images and the power cord was damaged. No pt injury was reported.